Event description:
When guidewire was inserted, the physician noted some resistance. The iab was then inserted over the guidewire. The physician noted difficulty in removing the guidewire. During guidewire removal, the pt expired. The physicians are not attributing the pt's death to the removal difficulty.